Event description:
It was reported that the patient was experiencing inadequate stimulation. All device components were explanted and were kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over the last six months from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7120443.